Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer refilled the cartridge and reloaded it to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.